Event description:
It was reported that the patient had had her system removed either one day prior to the report or the day before. The system was explanted due to the patient needing MRI of back and leg due to ongoing pain. There were no issue with the therapy. During the explant, there were some fragments, some tines and all 4 electrodes had broken off and were still in patient's body. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-33, lot# v229807, implanted: (B)(6) 2009,product type lead. (B)(4).